Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not communicating and went offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station not communicated with the server. The field service engineer (fse) found the station had booted to the bios password screen. Fse rebooted the station, verified that windows updates were installed, and confirmed full station functionality. The system functioned as intended after the field service engineer resolved the issue.